Event description:
It was reported that during use on a patient and while in transport, the battery for the cs300 intra-aortic balloon pump (iabp) was not holding power. It was later reported that the iabp unit had unexpectedly shut off with no error or warning. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the customer's reported issue by "bouncing" the iabp unit while running on battery power. The stm noted that the battery indicator would drop when the iabp unit was lifted and bounced on the floor which would eventually cause the iabp unit to shutdown. The stm removed the battery pack and the connector assembly and realigned and re-seated the battery connections. The stm removed the compressor and inspected and replaced the dried out wiring grommet. In addition, the stm also replaced the dried out grommet above the main board. The stm replaced the batteries then completed a full test including several "bounce" tests without issue and noted that the voltage was very stable. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient and while in transport, the battery for the cs300 intra-aortic balloon pump (iabp) was not holding power. It was later reported that the iabp unit had unexpectedly shut off with no error or warning. There was no patient harm and no adverse event was reported.